Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident whereas per medical records, the patient was admitted after presenting with dizziness, right upper extremity tremor, and blurred vision. A code stroke was initiated in the emergency department (ed), and the patient was admitted for further evaluation of dizziness. The patient reported a blood sugar (bs) level of 70 mg/dl prior to arrival and had consumed sugar water before coming to the hospital but continued to experience dizziness. According to the records, stroke protocol was followed, and a CT scan of the head showed no evidence of stroke. A review of the data management system (dms) confirmed that on the date of the event, august 11, 2025, the user was not using the system, and no sensor glucose (sg) data were available. The last sg value recorded in the dms was on (B)(6) 2025.